Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. Insulin pump had a cracked reservoir tube window, cracked reservoir tube lip and missing end cap sticker.

Event description:
It is reported that the customer had high blood glucose levels of 207 mg/dl. The customer reported that keypad of the insulin pump was unresponsive. The customer also reported receiving a bolus stopped warning from the insulin pump. The customer also reported a small crack in the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.